Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during procedure a s3 gas blender system displayed an error code associated to a discrepancy between the set and the actual gas output values. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the device was returned to the manufacturer site. The reported error code was confirmed and another error was experienced as well. Since the device is no longer manufactured, it could not be repaired. The unit is twenty year old and is reasonable to assume that the most probable root cause of the reported event is strongly related to some internal electronic failure likely due aging/tear/wear of the device.